Event description:
It was reported that a patient presented in the ER due to receiving multiple inappropriate shocks. The right ventricular (rv) lead displayed high impedance levels and an apparent fracture was suspected. The lead was capped and replaced with a new right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant model: 5076-52, right atrial (ra) implantable pacing lead; implant: 2012-(B)(6), model: d224drg, implantable cardioverter defibrillator (ICD); implant: 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer and the inner insulation was ruptured. If information is provided in the future, a supplemental report will be issued.